Manufacturer narrative:
Investigation into this event found that qc results were as expected. Datalogger analysis revealed condition codes indicating a possible analyzer issue. An ocd field engineer determined that the reagent metering pump needed to be replaced. After replacing the metering pump, acceptable qc results were obtained. The root cause of the event is instrument related.

Event description:
A customer observed false positive total b-hcg ii results from a patient sample tested on the eci analyzer. The false positive result was not reported. A false positive result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.